Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient pacemaker exhibited oversensing of far r wave. No programming changes were performed. Patient status was unknown.

Event description:
New information noted that the programming changes were made. The patient was stable throughout.